Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the doctor wanted to pull out the guide he felt resistance and the guide wire was floppy.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. Visual examination of the returned guide wire revealed the wire was unraveled from the proximal end and the distal j-tip was deformed. The inner core wire fractured adjacent to the proximal weld and displayed signs of necking, indicating excessive force was used. The outer diameter of the guide wire was measured and was found to be within specification. The length of the guide wire could not be determined as the wire was unraveled. A manual tug test confirmed that the distal weld was intact; however, the proximal weld was not intact. A device history record (DHR) review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "if resistance is encountered when attempting to remove spring-wire guide after catheter placement, spring-wire guide may be kinked about tip of catheter within vessel. To minimize the risk of spring-wire guide damage, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered, remove spring-wire guide and catheter simultaneously." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld causing the guide wire to unravel. Dimensional inspection and a DHR review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context likely contributed to this event. However, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges when the doctor wanted to pull out the guide he felt resistance and the guide wire was floppy.